Manufacturer narrative:
Concomitant medical products: 439888 lead; 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead pin was plugged into the header and the set screw was tightened, however, there was no ratchet sound on the wrench. The setscrew was tight as the pin was unable to be removed. An attempt was made to removed the setscrew with a new ratchet wrench but it was unable to loosen the setscrew. A new wrench was used to remove the screw and the set screw was replaced. The device remains in use. No patient complications have been reported as a result of this event.